Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged. The following information was provided by the initial reporter: it was reported that, the tubing found broken during infusion where it enters the IV pump channel. Fluid was dripping down. Material no: 2426-0500. Batch no: unknown.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing cracking and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because no lot number was provided by the customer. The complaint of leakage and the root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged. The following information was provided by the initial reporter: it was reported that, the tubing found broken during infusion where it enters the IV pump channel. Fluid was dripping down. Material no: 2426-0500. Batch no: unknown.